Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used for a ureteral stenting procedure performed in the right ureter on (B)(6) 2019. According to the complainant, during preparation, when removing the suture, the stent detached from the middle part of the stent body. The procedure was completed with the use of another polaris ultra stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Device problem code 1069 captures the reported event of stent broke. A polaris ultra stent was returned for analysis. A visual evaluation of the returned device was found with shaft detached at the middle section. The suture string was not returned for analysis. Based on the product analysis, the incorrect use of the suture when it was removed from the stent may have resulted in the significant damage (stent detached). After the analysis performed (device condition) and all the gathered information was reviewed, it was determined that the failure encountered (stent detached) was associated with the interaction of the stent with its suture, because of the handle of suture can generate the failure found. Therefore,"unintended use error caused or contributed to event " is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used for a ureteral stenting procedure performed in the right ureter on (B)(6) 2019. According to the complainant, during preparation, when removing the suture, the stent detached from the middle part of the stent body. The procedure was completed with the use of another polaris ultra stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be good.